Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 13cm distal to the is1 connector pin. A proximal and a 46cm long medial fragments were received for analysis. Explantation aids were still inserted in and mounted on the medial lead fragment. An approximately 6cm long distal fragment was not received. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragments were visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation and extraction damages, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported impedance rise. Damages like the deformed shock coil, the in the distal area damaged lead body as well as a from the df1 connector ruptured conductor cable, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 71 months, it was reported that the impedance of the rv lead increased. The lead was partially extracted.